Event description:
It was reported that the customer experienced high blood glucose levels. The customer treated herself with a manual injection at the time and noticed that the issue was caused by air bubbles in the tubing and reservoir. The customer stated that she did a complete set change. Troubleshooting could not be completed. The customer's blood glucose was 290 mg/dl. Advised that replacement infusion sets and reservoirs would be sent. In another instance, the customer stated that insulin pump was not functioning and that her blood glucose was 396 mg/dl. The customer treated herself with manual injections. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.